Event description:
It was reported that sensed small r-wave resulting in t-wave oversense and inappropriate shocks reported. Device was removed from service. No patient complications have been reported as a result of this event.